Manufacturer narrative:
Corrected, d4, model #. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
It was reported that the pump was alarming and the screen was red with an error code. The battery door was opened and closed, pump powered on and the alarm remained on screen. The pump was wrapped in a towel to muffle the noise until the internal battery was depleted. There was patient involvement and no patient harm reported.